Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges became dislodged from the pump. The customer declined to provide additional information regarding the reported issue. There was no reported impact to the customer's blood glucose level.